Manufacturer narrative:
The reported failure of the system printed circuit board assembly is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. The reported failure of pressure verification system pre-test is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review was performed for the complaint device serial number, h27538474b4be review confirms that the device met the final acceptance criteria and was released for final distribution.

Event description:
The manufacturer received information that a trilogy ev300 ventilator experienced a ventilator inoperative condition. There was no harm or injury reported. It was reported that during use, the patient removed the mask and the device alarmed. When the mask was replaced on the patient the device indicated "inoperative" with flashing lights. The subject device was removed from service and the patient was provided a replacement ventilator with no further issues. The customer has requested bench repair of the subject ventilator. The device has not yet been evaluated by the manufacturer. At this time, the manufacturer is unable to confirm the alleged malfunction. If additional information is received, a follow-up report will be filed.